Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that residue was on the surface of the cap. The remaining components were visually inspected and appeared typical with no defects or anomalies observed. The returned tubing was used to connect the nebulizer unit to the air flowmeter. 5cc of water was added to the returned nebulizer unit and tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. During functional testing, mist was produced from the chamber of the nebulizer. Based on the investigation performed, the reported complaint could not be confirmed. Functional inspection of the unit indicated that mist was produced with no issues. It was found that the returned device functioned as intended. No further action will be taken.

Event description:
Customer complaint states: 'the issue is that the nebuliser stops working after a few seconds and will not recommence working again.' Alleged issue reported occurred prior to use on a patient. No patient harm or impact reported.

Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. The device history record (DHR) of the batch number reported has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation, it is necessary to evaluate the sample involved. Root cause cannot be determined. Corrective actions cannot be established. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint states: "the issue is that the nebuliser stops working after a few seconds and will not recommence working again." Alleged issue reported occurred prior to use on a patient. No patient harm or impact reported.